Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife and sister were reported via phone call that the customer was in intensive care unit at hospital due to hyperglycemia as well as diabetic ketoacidosis and had a massive heart attack, with blood glucose level over 900 mg/dl at the time of incident and the current blood glucose level was 779 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and insulin drip for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. The device will not be returned for analysis.